Event description:
Patient reported, "left rupture". Healthcare professional, later reported, "biocell textured" implant. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "left rupture." Healthcare professional later reported "biocell textured" implant. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event rupture and anxiety ¿ product/procedure was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "left rupture." Healthcare professional later reported "biocell textured" implant. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27jul2024. Additional, changed, and/or corrected data: d6b; d9; h3.

Event description:
Patient reported "left rupture." Healthcare professional later reported "biocell textured" implant. Device was explanted and replaced.